Event description:
It was reported that without generating alarms, the ventilator shutdown while it was connected to a patient. It was further stated that 2 short beeps were heard but no one saw the shutdown happening. There was no patient harm. (B)(4).

Manufacturer narrative:
An evaluation of the ventilator¿s logs and an investigation of the returned panel printed circuit board onto which the on/off switch is soldered has been completed. The logs from the day of event contain a shutdown which may correspond to the described shutdown. The shutdown is not preceded by a standby therefore it indicates a powering off of the ventilator using the on/off switch. After the event, the logs also contain several turning on and off of the ventilator. Function testing of the on/off switch did not reproduce the reported problem. The ventilator turned off promptly at all times. Electrical measurements between on/off switch contacts found increased resistance between 2 pins. Increased resistance in the on/off switch may delay the ventilator to attain the off state when the on/off switch is set in the off position thus letting it continue ventilating and shutting down later. The ventilator cannot shutdown by itself when the on/off switch is in the on position. The conclusion is that the shutdown occurred while the on/off switch was in the off position. The cause could have been turning off of the ventilator inadvertently or a delay of the ventilator to attain an off state. Two preventive measures consisting of a new toggle switch to prevent inadvertent switching off and software monitoring of the on/off circuitry to detect an inaccurate on-off state like the delay in switching off were implemented in 2007. The ventilator in this report was manufactured before these measures.

Event description:
(B)(4).